Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Enriquez-marulanda a, salem mm, ascanio lc, et al. No differences in effectiveness and safety between pipeline embolization device and stent-assisted coiling for the treatment of communicating segment internal carotid artery aneurysms. The neuroradiology journal. 2019;32(5):344-352. Doi:10.1177/1971400919845368. The aim of this study is to analyze pipeline angiographic and functional outcomes, and procedural complications. The average age was 61 years old, 80.1% female. 21 patients in total were implanted with a pipeline device. Complete occlusion was achieved in 71.4% of the procedures, and there were three patients who required retreatment with an additional pipeline placement. It was reported that one patient had extravasation intra-procedurally, which was controlled with onyx and an external ventricular drain (evd). However, this patient suffered a second frontal hemorrhage on removal of the evd but made a complete recovery. A second patient had a right occipital hemorrhage with transient visual disturbance 23 days post procedure, which resolved. A third patient presented with an acute subdural hematoma 1 day following implant, which was treated with urgent craniotomy. Post-operative complete occlusion of the ica occurred, while off antiplatelet therapy, but the patient underwent successful emergent thrombectomy. The patient suffered persistent aphasia and right sided weakness. The final patient was noted to have an intraprocedure thrombosis which was treated with eptifibatide, heparin, and a balloon assisted technique. On post-operative day 1, the patient presented with anomia and right monoparesis which progressively improved until discharge leaving persistent mild residual weakness. In total for the pipeline group there were three intracranial hemorrhagic complications, two thromboembolic complications, and four other procedural related complications.